Event description:
It was reported that there was a death, with unk cause. Symptoms were unk. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).